Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular (iol) implant surgery. He reported that the patient had more corneal astigmatism than prior to surgery. Additional information was received from the surgeon, who indicated that in his opinion, the iol did not cause or contribute to this outcome. The surgeon also reported that the lens is not currently at the intended orientation. The patient is scheduled for a lens exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).